Manufacturer narrative:
Revision knee replacement performed on (B)(6) 2016 by dr (B)(6) at (B)(6). Reason for revision: pain and osteolysis. Primary date unknown but in 2003. Patient underwent primary tkr in 2003 where a cemented lcs knee was implanted (surgeon unknown, (B)(6)). Knee has been pain free and well functioning until approximately 2 years ago when it started to become painful. On examination the knee showed signed of medial laxity, 5 to 110 degrees rom. X-rays show extensive osteolysis in both the femur and the tibia. A decision was made to revise the knee partly due to pain but also to prevent further osteolysis. On opening the knee both the femur and the tibia were found to be well fixed. The poly bearing was well worn on the medial side. Large osteolysis lesions found on both tibia and femur. Lcs mbt size 5 tibial tray (B)(4) and lcs cemented femoral component right cemented were also explanted. X-rays are available. No further information is available. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Revision knee replacement performed on (B)(6) 2016 by dr (B)(6) at (B)(6). Reason for revision: pain and osteolysis. Primary date unknown but in 2003. Patient underwent primary tkr in 2003 where a cemented lcs knee was implanted (surgeon unknown, (B)(6)). Knee has been pain free and well functioning until approximately 2 years ago when it started to become painful. On examination the knee showed signed of medial laxity, 5 to 110 degrees rom. X-rays show extensive osteolysis in both the femur and the tibia. A decision was made to revise the knee partly due to pain but also to prevent further osteolysis. On opening the knee both the femur and the tibia were found to be well fixed. The poly bearing was well worn on the medial side. Large osteolysis lesions found on both tibia and femur. Lcs mbt size 5 tibial tray ((B)(4)) and lcs cemented femoral component right cemented were also explanted. X-rays are available. No further information is available.